Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review for the mesher noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated the skin graft mesher two times. The last repair was (B)(6) 2017 where it was reported that the device was not cutting correctly and the staff stated it was chewing skin and the comb was replaced. This is not a related issue. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated the 1.5 cutter two times. The last repair was (B)(6) 2017 where it was reported that the cutter was chewing skin and the cutter passed sample mesh testing. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the calibration and test mesh was unable to be performed due to the bent comb. The ratchet was found to have no lubrication and was not operating correctly. Per the repair technician, with the handle not working correctly and the comb being bent would cause the carrier to not go through smoothly. The 1.5:1 ratio cutter for evaluation failed to produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the handle not working properly and the bent comb could cause the carrier to not go through the device smoothly. The cause of the unit having issues with the board feeding through was due to the bent comb and the handle not working properly. The root cause of the board not feeding through could not be determined since it is unknown how the comb became bent. The ratchet handle should be lubricated by placing 1-2 drops in the grooved section of the ratchet as needed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit was having issues with the board feeding through. Initial inspection of the returned mesher revealed that the calibration and test mesh was unable to be performed due to the bent comb. No adverse events have been reported as a result of this malfunction.